Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received messaging that "the cartridge could not be used." There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully reload the same cartridge and resume insulin deliveries. No additional patient or event information was available.